Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However based on the report of the olympus local service engineer, omsc surmised there was the possibility this phenomenon was attributed to the combination causes for the device such as the effecting chemical agents, a stress applied from outside and an inappropriate storage environment. The instruction manual provides preventive measures against the reported failure mode.

Event description:
Olympus inspected the device at the service department of olympus and found that the insertion tube surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.